Manufacturer narrative:
(B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the drip chamber meets the tubing. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: three (3) actual samples were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage under water, and priming were performed which observed a leak at the assembly of the tubing into the drip chamber for all samples. Dimensional testing was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause could be related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.